Event description:
During a follow-up in clinic, the device was noted to be in backup mode. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
The device was in backup mode and had reached eri voltage level when received. The device was in backup mode due to an unexpected error detected by the product code. The product code was reloaded to restore device normal operation. Analysis performed indicated that the device was in eri mode due to normal battery depletion. Longevity assessment was performed based on field settings and it has met the projected longevity. The field complaint of backup mode was confirmed.